Event description:
It was reported that right ventricular (rv) lead exhibited loss of capture and dislodgement was noted. The physician explanted the rv lead. There were no patient consequences, and the patient was discharged from the hospital after the procedure.